Event description:
A report was received that the patient's ipg was taking too long to charge and was depleting too quickly. After troubleshooting, the bsn technical support engineer confirmed premature battery depletion. The physician has recommended a pocket revision.